Manufacturer narrative:
Spoke with pt at 19:50 (et) on 11/17/2012. He was very willing to provide an update with his v-30 usage. He stated that his internist had him stop the v-go for three weeks after he was treated in the emergency room for "an allergic reaction". During these three weeks he used insulin vial/syringes and insulin pens in place of the v-go 30 to manage his diabetes. On (B)(6) 2012 his internist had him clean an appropriate v-go insertion site on his body with betadine, let the site dry and then apply a tegaderm dressing. He then applied a v-go 30, with no insulin, over the tegaderm dressing and did this daily for one week. During this one week trial the pt. Reported he did not experience any evidence of an allergic reaction. No evidence of skin flaking, no discoloration, no redness, no itching, no skin irritation, no hives, no lip or facial swelling, no difficulty swallowing, no respiratory distress. After the one week trial, the internist had the pt. Resume the use of the v-go 30 with humalog insulin. The v-go was applied over a tegaderm dressing. He has been using the v-go 30 (changed every 24 hours), with insulin for five days. During these five days the pt. Reported he has not experienced any evidence of an allergic reaction. No evidence of skin flaking, no discoloration, no redness, no itching, no skin irritation, no hives, no lip or facial swelling, no difficulty swallowing, no respiratory distress. Pt. Informed that at this time his physician's plan is for him to continue using the v-go 30.

Event description:
It was reported to valeritas customer care during an inbound call on (B)(6) 2012 that patient stated he had been having dry flaky skin for about 2 weeks up to the time he finally broke out in hives. The patient started his therapy on (B)(6) 2012. On monday (B)(6) 2012 at 12:30 pm after removing the v-go (he wore for the full 24 hour period), he started breaking out in hives. Soon his whole body broke out in hives. The patient went to the emergency room on the same day ((B)(6) 2012). Patient stated that he is allergic to the adhesive. On 10/30/2012 spoke with pt. Who had an allergic reaction, while wearing his v-go 30 on (B)(6) 2012, for which he was seen in the ER dept. Reports bluish/black skin discoloration (denies bruising) with flaking skin for two weeks prior to ER visit. Reports that on (B)(6) 2012 hives started on his arms and then progressed to entire body, including face and lips. He did state he felt like he was having difficulty swallowing when he arrived at the ER dept. Hives started at 1230 and he sought treatment at approx. 2000 at the ER. Pt. Was wearing v-go on his arm on the day of the reaction but stated he alternates between his arms and upper leg, not his abdomen, as that site is not convenient for him. Pt was discharged after being treated for an allergic reaction. He saw his pcp and endocrinologist and was told he had an allergic reaction to the v-go adhesive. V-go therapy was stopped and the pt. Went back on lantus and humalog pens. Reports hives and skin flakiness resolved after 48 to 72 hours and he is still on oral pox, prednisone for two more doses. Plan: pt. To continue follow-up with his pcp and endocrinologist. He is off v-go therapy and back on injections. He agreed to allow valeritas to receive a copy of the ER discharge summary. Adhesive is medical grade and hypoallergenic, however, some patients may have a reaction.